Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the instrument was partially applied with fourteen remaining clips. The ratchet function was not engaged. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. Five clips were jammed in the distal end of the channel. Functionally, the jammed clips were removed and the ratchet was engaged. The instrument was cycled to load a clip and the ratchet system was not functioning properly. The ratchet function was disengaged. The instrument was first test fired once in air so that the clip formation could be observed. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. The instrument was disassembled to inspect the internal components and the ratchet system was damaged. It was reported that the clips were not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when an attempt is made to fire the instrument without fully releasing the handle after the previous firing. When the full firing stroke is not completed, the next clip is not loaded into the jaw and any subsequent firing attempts cause clips to jam in the channel. It may also occur when an attempt is made to fire the instrument with the ratchet system engaged and forcing the handles open prior to completing the firing cycle resulting in multiple indexing of the clips. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the handles are squeezed together firmly as far as they will go. Failure to squeeze the handles completely can result in clip malformation and possible bleeding or leakage. With the ratchet in the off position, the handles musty be compressed together firmly as far as they will go. As the handles are compressed the clip is held firmly by the jaw and closed around the vessel or structure. With the ratchet in the on position the handles can be released at anytime before the clip is closed around the vessel or structure, but the final stroke insures complete clip formation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the 134051 premium surgiclip ii 9.75, there were issues with the loading or firing of the clips, specifically that the clip would not shoot. To resolve the issue and complete the case, a new device was used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.